Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysterectomy procedure. It was reported that due to mesh protrusion and infection, patient underwent removal on (B)(6) 2012. It was reported that the surgeon attempted to trim vaginal mesh erosion, trimmed a few fibers and then stopped due to patient discomfort. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary tract infection and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to extreme stress urinary incontinence, pelvic mass, pelvic pain, cystocele, and rectocele. The patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent vaginal mesh excision with reclosure on (B)(6) 2012 due to mesh extrusion. (B)(4).